Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to history of deep vein thrombosis (dvt), as well as 3 stents in the left leg from 2015-2016. Patient is alleging vena cava perforation and abutment of other organs. The patient further alleges anxiety, worry, depression, and bipolar disorder. Per the (B)(6) 2018 report from CT (computed tomography): "there is an ivc filter. The tip is at the level of the right renal vein. There is minimal anterior and right angulation within the vein. Four distal struts are present. The tips of all four struts are entirely outside the ivc lumen. The left strut is adjacent to the aorta but does not appear to be extending into the wall. The posterior strut is adjacent to the vertebral body but does not appear to be extending through the cortex. The anterior strut is adjacent to the duodenum. Some erosion into the wall cannot be excluded."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt, anxiety, worry, depression, bipolar disorder. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, worry, depression, bipolar disorder are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 26oct2020: on or about (B)(6)2016, [pt] was implanted with a gunther tulip filter. The cook gunther tulip filter placed in [pt] was marketed and sold as appropriate for use as either a retrievable or permanent filter. [Pt]'s cook gunther tulip filter subsequently malfunctioned and caused injury and damages to [pt]. In particular, [pt]s filter perforated through her ivc with at least 3 struts abutting other organs, one to the duodenum, one to the vertebral body, and one to the aorta. [Pt] is at risk for future progressive perforations by the gunther tulip filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the gunther tulip filter or pieces thereof. Plaintiff faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of her life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the following allegations have been investigated: perforation (duodenum, vertebral body, and aorta). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."